Event description:
The reporter indicated that, while implanting a 13.2mm vticmo13.2 implantable collamer lens, -12.5/+3.0/179 (sphere/cylinder/axis) into the patient's left eye (os), the lens tore/broke. The lens was implanted, removed, and replaced with an alternate lens intra-operatively on (B)(6) 2022.tthe problem was resolved. Reportedly, there was no patient injury. The cause of the event is reported as unknown.

Manufacturer narrative:
Weight, ethnicity, race: unk. PMA/510(k): this product is manufactured in the u.s. But not marketed in the u.s. (B)(4). Claim#: (B)(4).